Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that battery was lasting only one day. Customer's blood glucose was 458 mg/dl. Insulin pump would be replaced.